Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Auto number: (B)(4). This complaint is a duplicate of complaint (B)(4). The internal complaint number is (B)(4). The initial emdr mfg report number for the complaint (B)(4) is 2242352-2017-00612.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply generator is described as providing inconsistent power output. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply generator is described as providing inconsistent power output. The hospital did not report any patient effects.